Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment where the front te is attached. Patient described the area as red and itchy like zits. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a cetirizine and dermatop ointment for the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.